Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. No lot # provided. The customer's address is unknown. (B)(6) , USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported with the use,of an unspecified bd pen needle. ¿the pen needle caused a reaction that the patient reported.¿ no further information is available if injury or medical intervention was required.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Unable to perform DHR check due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned based on the above, no additional investigation and no CAPA is required at this time. Investigation conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.